Event description:
It was reported that during the implant attempt, the competitor guidewire was inserted into the lead for implant and excessive friction was noted. The guidewire was pulled out and the shape appeared to be deformed. A different competitor guidewire was then inserted into the lead with no friction. The lead was then placed. The sheath was slit and the physician attempted to remove the guidewire. Upon removal the wire got stuck. The guidewire was then cut and the partial wire was left in the lead. Threshold and impedance measurements on the lead were acceptable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2010. (B)(4).